Manufacturer narrative:
The events of device dislodgement, capturing problem, separation failure, and connection problem were reported to abbott and not confirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis, including output verification, found no anomaly contributing to the capturing problem.

Event description:
During an initial implant procedure, increased capture threshold was observed on the right ventricular (rv) leadless pacemaker (lp) after fixation. After waiting some time, the capture threshold lowered, and the physician attempted to release the rv lp. However, it was not successful. Additionally, it was not possible to redock the lp to the catheter. During another attempt to release the device, it dislodged from the heart tissue. The system was removed and replaced as a result of the event. The patient was stable with no adverse consequences.